Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received an unspecified low scan on the adc device compared to an unknown reading obtained on a competitor brand meter. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer was asymptomatic and was unable to self-treat, required administration of insulin (type/dose unknown) from healthcare professional (hcp) for treatment. There was no report of death or permanent impairment associated with this event.